Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and low amplitude measurements leading to t wave oversensing and inappropriate shocks. When checked, noise was able to be created in all three sensing vectors. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device system remains in service.